Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdown flags) has been confirmed. Upon evaluation it was found that the flash memory chips (components u102 and u105) were corrupt and needed to be replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The patient received a replacement monitor.

Event description:
The wife of a (B)(6) male patient contacted zoll customer support to report that the patient's monitor constantly turns off. The patient was issued a replacement monitor.